Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event of dimensional discrepancies. The returned device was forward to a depuy product development engineer for examination and analysis(B)(4). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: total hip replacement. Surgeon commented that for the summit system in general, there is a mismatch between the broach and the definitive implant. Surgeon completed procedure by allowing for the mismatch. No delay to procedure. No adverse event to patient.